Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
The customer declined to have the service rep evaluate the device. No further info is currently available. No conclusion can be drawn as conclusive repair info is also unavailable at this time, and no add'l service info was provided.